Manufacturer narrative:
The manufacturing date for the reported device is prior to (B)(6)2016 so no UDI required. E1: reporting institution phone #(B)(6). E1: reporter phone #+(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mp5 indicating there was an error message: loudspeaker fault displayed. It is unknown if the device could produce an audible sound. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) reached out to the customer who stated they changed the speaker, but it did not resolve the problem. The customer declined the quote for an onsite work order. The customer declined further support or repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.